Event description:
Ous MDR - after an implantation time of about 35 months, artifacts were observed. A lead fracture was suspected. No deterioration in the pt's state of health was reported. The device was explanted.

Manufacturer narrative:
Ous MDR.